Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to corrosion on plug unit, image noise occurs and the image cannot be seen. Based on the investigation, the root cause is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to corrosion on plug unit, image noise occurs and the image cannot be seen. There were no reports of patient involvement.